Event description:
It was reported that there was leak in the patient's device system. During a flow study, it was seen that contrast was flowing from the catheter tip as expected, but it was also flowing from the catheter at the pin connection. It was also noted that the results of a rotor study were normal. It had been stated that the therapy was "just not working like it used to". There was no patient injury or adverse event at the time of report, but the patient was to be scheduled for a catheter revision. The drug used in this system was gablofen.

Event description:
Additional information was received. Pump was replaced and catheter revised. No symptoms were reported. The patient outcome was unknown as of the time of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n127312008, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).